Event description:
It was reported that during preparation and prior to procedure, a burning smell was noticed, and the console turned off by itself. There was no report of patient and procedure outcome provided. Boston scientific has been unable to obtain additional information regarding patient and procedure outcome to date, despite good faith efforts.